Event description:
It was reported that during an unknown procedure, the staples in distal part did not came out after firing. Two reloads had the same issue. These were the second and the third reload used on the device. The first and fourth reload used on the device was as expected. The surgeon used hand sewing to complete the procedure. No adverse event on the patient. As the patient had hepatitis, sample had been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing or opening)? No.